Manufacturer narrative:
This report is submitted on november 23, 2023.

Manufacturer narrative:
This report is submitted on october 24, 2023.

Event description:
Per the clinic, the patient experienced pain and poor performance with the device leading to device non-use. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on august 28, 2023.